Event description:
In united states, patient reported having elevated blood glucose levels and treatment was manual injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.